Manufacturer narrative:
The complaint of a leak in the catheter is confirmed. Gross and microscopic examinations of the complaint sample revealed a partial tear in the catheter tubing. The partial tear in the tubing is located at the 32 cm depth marker. The tears are nearly perpendicular to the axis of the tubing. The tear site reveals rounded edges. The tubing surrounding the tear site is slightly compressed. This combined evidence of the irregular slit edges and rough, broken slit walls is typical of material fatigue and friction wear; however, at this time the exact mechanism of damage is undetermined. Gross visual, microscopic and functional testing shows no evidence of a defect or deformity related to the manufacturing process. A chr of lot #reud0549 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that while flushing the saline, it leaked out at the insertion point, and another hole was noticed after pulling out the catheter for about 7 cm.